Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, and the cause appears to be related to use of the device. The 0.038¿ guidewire from a hemostar dialysis kit was returned for investigation. The other components from the kit, except the introducer needle, were returned unused with the damaged guidewire. The coil wire was stretched and elongated over the distal end of the core wire. The distal tip of the core wire was visible through the elongated coil wire. The distal 1.5cm section of the coil wire was still tightly coiled. No parts of the guidewire were missing. The coil wire was stretched just proximal to the distal weld tip, which revealed that the core wire broke at the weld. The break in the core wire allowed the coil wire to stretch over the core wire. A tactual investigation revealed that the coil and core wires were intact at the proximal weld tip. The distal end of the coil wire could be stretched over the distal tip of the core wire. The distal end of the guidewire, which was still intact, passed through an 18g needle without difficulty. The outside diameter (od) of the guidewire was within specification. The damage observed on the returned sample is consistent with a break of the core wires under tensile stress. This can occur if the guidewire becomes lodged in the needle during use. One of the cautions in the IFU states, ¿do not pull back standard guidewire over needle bevel as this could sever the end of the guidewire. The introducer needle must be removed first.¿ a lot history review (lhr) of reas0706 showed no other similar product complaint(s) from this lot number.

Event description:
It was originally reported by the facility that the guidewire was "faulty". Bard sales representative clarified that when he inspected the wire, he noticed it was uncoiled. The facility reported to him that the procedure was completed with a new guidewire and this occurred during the early stage of insertion with the needle and guidewire. There was no reported patient injury.